Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of diluent and blood from the manual aspiration probe on their coulter hmx instrument. The volume of the leak was less than 3cc. All operators were wearing personal protective equipment (ppe) consisting of a lab coat, gloves and face protection when the leak was discovered. No injury or exposure was reported and no patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and discovered loss of retract ability in the aspiration paddle spring which resulted in slow response to return to home position; during this time the probe wipe would come down and strike the paddle resulting in fluid leak from the impact. The fse replaced aspiration paddle spring which resolved the issue. The fse then verified repair per established procedures and results met established specifications. The cause of the leak was the aspiration paddle spring. (B)(4).